Event description:
Information received via a dbs clinical study report shows patient hospitalization was realized for severe dyskinesia. Hcp reports the patient came to the emergency department in december 2004 complaining of severe dyskinesia on the right side of the body more than the left. The patient was admitted to the hospital on the same day to adjust medication and to make adjustments to dbs therapy. No report received of device explant and the product has not been returned to the manufacturer for analysis. Concomitant medications taken at the time of onset include: mirapex, comtan, sinemet, temacepane. Hcp indicated that the reported event may have been related to medication therapy and the dbs stimilator therapy. One week after date of onset the adverse event was reported as resolved and the patient was discharged in december 2004.